Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a mars kit was leaking underneath the albumin pump. After 1.5 hours of treatment, the "pump stop" alarm appeared on the machine. The nurse checked the machine and noticed the leak. The nurse immediately stopped the treatment and replaced the kit. There was no patient injury or medical intervention associated with this event. No additional information is available.